Event description:
It was reported that an expired implant was implanted. Exp date 06/2012. No adverse consequences have been reported.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.